Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test for multiple tests on various dates. This MFR. Report addresses test five (5) of five (5). The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on either (B)(6) 2025 or (B)(6) 2025. Confirmation pcr testing (platform unknown) was performed on (B)(6) 2025 with an unknown sample type and generated positive results. Additional testing was performed with an unknown brand on an unknown date and generated negative results. The consumer reported being symptomatic with multiple symptoms. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information - g2: report source. B3: the date indicated is an approximation as the exact event date was not provided. The test was either taken on (B)(6) 2025. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The test was either taken on(B)(6) 2025 or (B)(6) 2025. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test for multiple tests on various dates. This MFR. Report addresses test five (5) of five (5). The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on either (B)(6) 2025 or (B)(6) 2025. Confirmation pcr testing (platform unknown) was performed on (B)(6) 2025 with an unknown sample type and generated positive results. Additional testing was performed with an unknown brand on an unknown date and generated negative results. The consumer reported being symptomatic with multiple symptoms. No additional information, including treatment and outcome, was provided.